Manufacturer narrative:
Result: worn gill brake plate kit.

Event description:
It was reported that the brakes failed during a routine maintenance lateral pull test. It is unk if there was pt involvement or adverse consequences to report.